Manufacturer narrative:
D6a:unk. D6b:unk. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -14.00/1.0/113 flipped inside the eye after lens insertion. The lens was removed and backup lens was implanted. The surgeon reports that the lens flipped due to incision size.